Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 940 mg/dl. The caller stated that the customer was vomiting before his admission. The mother mentioned that the insulin pump alarmed no delivery and motor error multiple times. The customer did not feel comfortable and requested a replacement of the device. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. Unable to confirm motor errors. The motor was test and passed. After testing it was concluded that the device operated within specs.